Event description:
Dr (B)(6) performed a patella reconstruction. When he was performing the revision, he noticed the posts on the x3 patella had broken off.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.